Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the exposed svc coil is distorted at the proximal end of the coil. The exposed rv coil is distorted at the proximal end of the coil. The lead was able to be passed through a 9 fr introducer but have some resistance when the distal end of the introducer passed over the exposed svc and rv coils due to the coils being distorted. The lead was able to be passed through a 11 fr introducer without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician realized that the lead was "too heavy" and was difficult to move the lead inside the sheath. After two attempts, the lead was removed and it was discovered that there was damage to the superior vena cava (svc) coil. An insulation issue in the same place was also noted. The lead was not used and another lead was successfully implanted with not issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.